Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1. Additional information added to field h6, h3. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction had occurred due to scope socket failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited failure of video connector socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.